Event description:
The affiliate stated the customer reported falsely elevated initial troponin I (access accutni) result, within the risk stratification, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 0.088 ng/ml was obtained. Subsequent testing of the patient¿s sample, on the same instrument, produced lower results of 0.024 ng/ml and 0.0019 ng/ml within the normal reference range. The erroneous result was not released from the laboratory. There was no patient impact or change in patient treatment associated with this event. The customer indicated system check passed within specification at the time of the event but elevated. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the incubator belt was noisy. The fse verified the mixer speed, aspirate and dispense volumes, ultrasonic temperatures and voltages were all within specifications; no issues were noted. The fse performed a substrate dispense test and noted there was some splashing up the side of the rvs (reaction vessels). The fse then manually loaded an rv with substrate and moved the incubator belt to the wash-out location and back to the home location. The fse noted that there was still splashing up the side of the rv. The fse verified all incubator belt pulleys were operating within specifications and re-tensioned and calibrated the incubator belt to specification. The fse noted manual movement of the belt was difficult. Movement using motor commands produced a substantial amount of noise and the incubator belt was vibrating upon inspection. The fse repeated the manual substrate dispense test and noted splashing up the side of the rv. The fse then replaced the incubator belt and calibrated it successfully. Another manual substrate dispense test was performed which passed with no splashing on the rv. The system was initialized and primed without incident and a routine system check was performed which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the incubator belt replacement corrected the issue. Beckman coulter continues to track and trend any incident related to this issue.